Event description:
It was reported that this patient presented to the hospital with reports of receiving shock therapy. Device interrogation was performed and upon review, it was noted that the r waves were small in amplitude, thus causing the device to t-wave oversense and deliver an inappropriate shock to the patient. Device reprogramming and optimization occurred. Subsequently, the physician opted to admit the patient to the hospital. During the hospitalization, it was reported the patient received another inappropriate shock. Technical services (ts) was contacted and provided the health care professional (hcp) with programming and troubleshooting suggestions. The patient had recently underwent a chest x-ray, but the hcp was unsure how this compared to the initial implant images. The plan is for the patient to undergo an upgrade procedure to a dual chamber implantable cardioverter defibrillator (ICD). At this time, evidence suggests the patient has not undergone additional intervention. No additional adverse patient effects were reported.